Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy, when the marker was removed from the probe, the tip had broken off. Located the tip and deployed another marker. There was no pt consequence reported. Case was completed.